Event description:
Customer stated "techs was assembling unit but as he was screwing in a knob, the metal piece it was being screwed on just popped at the welding joint".

Manufacturer narrative:
It was reported that the weld on the rollator was not functioning as intended ("techs was assembling unit but as he was screwing in a knob, the metal piece it was being screwed on just popped at the welding joint"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.